Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm sc-1110-02 (sn (B)(4)) device evaluation indicated that the complaint was not verified. The patient's data indicates that the daily battery depletion rate prior to the explant was within the expected range of 10.31 mv. However, the characteristics of the device were changed after the explant procedure. The daily battery depletion rate after the explant procedure without stimulation is 1.86 v. Sleep current leakages measured 24.9 ma. Vh to ground measured 141 ohms. This symptom indicated that analog ic-u1 had been damaged. Exposing the ipg to high-voltage transients can cause this type of failure.(ref: (B)(4)). It was reported that electrocautery was used during the explant procedure. Sc-2218-70 (sn (B)(4)) device evaluation indicated that the sc-2218-70 (sn (B)(4)) returned was analyzed and no anomalies were found. Sc-2218-70 (sn (B)(4)) device evaluation indicated that the complaint was confirmed. All eight cables were fractured at the kinked sites where the clik anchor was positioned, which resulted in high impedances. Fracture location is 1 cm from the clik anchor set screw mark. No cables were exposed at the site. Sc-4316 (ln 15252312) device evaluation indicated that the silicone material from all the eyelets was missing.

Event description:
A report was received that the patient was having charging issue. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was having charging issue. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was having charging issue. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction.

Event description:
A report was received that the patient was having charging issue. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was having charging issue. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the missing silicone material from all the eyelets were removed from the body of the patient.

Event description:
A report was received that the patient was having charging issue. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced and the leads were explanted. It was noted that all contacts had high impedances with one of the leads, thus the physician tried to replace the lead but was unsuccessful after several attempts. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient was having charging issue. The patient will undergo an ipg replacement procedure.